Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that bubbles formed at the edge of the patient interface during a laser flap cut on the left eye. When lifting the flap, a small tissue bridge was noticed. The bridge was separated manually and the flap was lifted. There was no patient impact.

Manufacturer narrative:
Evaluation summary: a company representative went on site and evaluated the system due to the reported event. No system issue was found that could contribute to the reported events. System was tested and verified to meet specifications. Bubbles are an expected byproduct of the system. The bubble production varies based on user defined parameters of the system. Other contributing factors to bubbles issue include ocular movement, improper docking and surgical technique. There are multiple non-system related factors that can possibly cause or contribute to an incomplete flap such as pre-existing ocular conditions, patient anatomy, patient/ocular movement, surgical technique and contraindications. The system met specifications at the time of release. Based on the information obtained, the root cause of the reported events cannot be determined conclusively. (B)(4).